Event description:
The date of the first operation is 2005. In 2006, the surgeon found that the two screws on the caudad side backed out. He removed the plate and the screws.

Manufacturer narrative:
Na